Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my fallopian tube removed') and endometrial ablation ('d and c and ablation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required) and experienced pain ("super sore") and tooth loss ("a lot of my teeth fell out"). The patient was treated with surgery (fallopian tube removed) and tooth extraction and use of dentures. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, endometrial ablation and tooth loss outcome was unknown. The reporter considered endometrial ablation, medical device removal, pain and tooth loss to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and endometrial ablation. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my fallopian tube removed') and endometrial ablation ('d and c and ablation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced vaginal haemorrhage ("having bleeding for 10 days"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required) and experienced pain ("super sore"), tooth loss ("a lot of my teeth fell out"), abdominal pain upper ("horrible pain in enlarged liver and spleen") and hepatosplenomegaly ("horrible pain in enlarged liver and spleen"). The patient was treated with surgery (fallopian tube removed) and tooth extraction and use of dentures. Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, endometrial ablation and tooth loss outcome was unknown. The reporter considered abdominal pain upper, endometrial ablation, hepatosplenomegaly, medical device removal, pain, tooth loss and vaginal haemorrhage to be related to essure. The reporter commented: the patient have been soaking pads every 1-2 hours and the blood clot is the size of half dollar. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, endometrial ablation, hepatosplenomegaly and upper abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter information and start date of essure added. New events added: having bleeding for 10 days and horrible pain in enlarged liver and spleen. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my fallopian tube removed') and endometrial ablation ('d and c and ablation') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required) and experienced pain ("super sore"). The patient was treated with surgery (fallopian tube removed). Essure was removed on 1-oct-2018. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and endometrial ablation. Most recent follow-up information incorporated above includes: on 23-mar-2020: the event "super sore" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my fallopian tube removed') and endometrial ablation ('d and c and ablation') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tube removed). Essure was removed. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal and endometrial ablation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.